Manufacturer narrative:
The suspect device is not expected to return for evaluation. A review of the device history and complaint database could not be performed since the lot number was not provided.

Event description:
The account alleges that post percutaneous left heart catheterization procedure, a radial band was applied to the patient's wrist to achieve radial artery hemostasis. A hematoma was noticed by the staff 10-15min after the patient had arrived in ICU. Manual pressure was applied proximal to the radial band to control the hematoma. A second radial band was placed proximal to the first radial band to assist in acquiring hemostasis. The patients arm was isolated and elevated to assist in keeping the hematoma confined. Bruising was noted from the patient's distal radial access point to the proximal deltoid region of the arm. Prolongation of hospitalization was deemed necessary for hematoma observation and treatment.